Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that scale markers were rubbing off of a syringe 0.5ml 30ga 8mm 10bag 500 pl/wg before use. No injury or medical intervention.

Manufacturer narrative:
Investigation: investigation summary: customer returned (1) loose 1/2cc, 8mm syringe. Customer states that the scale print on his syringes rubs off when touched. The returned syringe was examined and exhibited much of the scale from (B)(4) units to be faded. The sample was then tested for scale marking permanence and the scale was observed to rub off. A review of the device history record was completed for batch# 4121605. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification for a related defect found during the production of the above noted batches. All affected product was dispositioned, as deemed appropriate, prior to closure of this notification. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: a root cause is not yet available as the investigation is still in progress. Rationale: based on the investigation, no CAPA is required at this time. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation: on 18sep2017, (B)(4) received one (1) loose 0.5ml, 8mm syringe from reported batch# 4121605. All samples were decontaminated per (B)(4) prior to evaluation. Upon evaluation by (B)(4), it was noted that upon minimal manual manipulation, the remaining scale markings flaked off with ease. During production, there are generally two causes for ink impermanence found with printed barrels: either insufficient heat during curing of the ink in the oven; or foreign material along the exterior surface of the syringe barrel that interferes with adherence, such as a lubricant or grease. A review of the DHR showed no out of specification values noted during production of this batch for the oven temperature. Probable root cause leans towards some substance on the exterior of the barrel during printing which has caused the ink to not adhere as expected. Visual examination results in no other notable attributes of this sample at this time.